Manufacturer narrative:
A connecting rivet has come loose in the joint. As the rivet was not sent in, this cannot be examined. It can be seen from the holes that they are out of round/deformed. It can be assumed that the rivet has been sheared off by excessive force and at the same time the material has been deformed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the forceps became defective during the very first pcnl surgery the forceps were used for. One of the grasper jaws had become loose from the joint after one stone has been removed during a pcnl procedure. The grasping forceps had been removed from the surgery at once. It was reported that the forceps shaft came off during a procedure. No negative impact in state of health reported. As the pin of the joint is missing this case deemed as reportable as precautionary action.